Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 slidemaker had been leaking and was also giving an error message that the slidemaker main cover was open. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk mangement plans are in place. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. Because the event was related only to the slidemaker, there was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer contact was informed that the tubings for pinch valve (vl) 43 and vl44 had been replaced by the customer previous to the customer calling. The customer stated both tubings were dirty and they could not tell which one had leaked. The vl43 routes high vacuum from vacuum chamber (vc) 6 to the smear truck to hold the slide in place. Vl44 routes high vacuum from vc5 to the shuttle bed to hold the slide in place. The customer contact discussed the "sm main cover open" from sensor 53 error with the customer. The customer did the troubleshooting with the guidance of the customer contact via telephone. It was discovered that the instrument has a door switch with a metal plate being held on with tubing. The technician reattached the plate and reset the instrument. Customer contact advised that it is not recommended that safety switches be bypassed. Root cause for the leak is unknown; however, the tubing replacement performed by the customer resolved the leak. (B)(4).